Manufacturer narrative:
The reported event of unable remove the atrial lead from the header was confirmed. Analysis found blood accumulation in all parts of the atrial connector port including the connector block areas. The blood in all these areas had a bonding affect between the inside of the connector ports and the silicone lead body surfaces of the lead. The mass accumulation of blood throughout the connector port prevented the removal of the atrial lead. No device anomalies were found. The blood was most likely not cleaned from the proximal end of the lead before it was inserted into the connector at time of implant.

Event description:
It was reported that the patient presented for a generator change. During the procedure the physician was unable to disconnect the atrial lead from the device, he was unable to unscrew the set screw from the header. The physician decided to cut the lead and surrounding insulation near the tip of the cut lead. He then manufactured a unipolar configuration and plugged it into the new header and successfully screwed in. All numbers were within normal limits. The patient was in stable condition post-procedure.